Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was programmed with test minilink and the glucose sensor simulator; the insulin pump communicated properly with glucose sensor simulator and displayed the 100 value properly on the display graph. The meter glucose now function properly. No unexpected calibrate error, predictive low, lost sensor, weak signal or any sensor alarm anomaly during our testing noted. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she recently had a blood glucose level of 45 mg/dl, which was treated with food. Blood glucose level at the time of the call was 219 mg/dl. The customer also reported that the insulin pump's drive support cap was protruding. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.